Event description:
The patient reported that the pump was explanted due to infection. Drug information was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: catheter. (B)(4).